Manufacturer narrative:
Concomitant medical product: a2dr01 ipg; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased and fluctuated thresholds. Low impedance was also noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.